Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood on the balloon and contrast in the inflation lumen. The balloon was loosely folded. Magnified inspection did not reveal any damage or irregularities. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A promus premier¿ stent was advanced and deployed in the lesion. Intravascular ultrasound (ivus) was performed and it was found out that part of the lesion was not dilated sufficiently so a 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 18 atmospheres on the second inflation. The device was completely removed from the patient and the procedure was completed using an nc quantum apex balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A promus premier stent was advanced and deployed in the lesion. Intravascular ultrasound (ivus) was performed and it was found out that part of the lesion was not dilated sufficiently so a 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated however it ruptured at 18 atmospheres on the second inflation. The device was completely removed from the patient and the procedure was completed using an nc quantum apex balloon catheter. No patient complications were reported and patient's status was good.